Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A heal collar 4.5x5.5, 3mm (hc453) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage. Slight damage to the threads however no malfunction. Functional testing was performed for the returned product with an in-house stock device and seats as intended. No malfunction. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. Device history recrod (DHR) review was completed for the subject lot number (63791411). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63791411) for similar event and no other complaint was identified. Review completed utilizing keywords: does not seat. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did not occur and the reported event was unconfirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. UDI and lot number unknown / not provided . Telephone number: since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
It was reported that when fixing the healing screw, the screw thread was damaged and it could not be placed. The doctor had to order a new screw urgently.